Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection of the return lead revealed a kink on the lead body with all internal wires broken. The cause of the reported event is consistent with an overstress condition or sudden event the lead have been subjected while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-03774. It was reported that one of the patient's leads showed high impedances, causing ineffective therapy. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy. Note: as it is unknown which lead was causing high impedances, both leads are being reported.